Event description:
A bipap a40 device was returned to a third-party service center for service. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician observed a ventilator inoperative error code e045 (3 reboots occurred within 24 hours). The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the ventilator inoperative condition. Additionally, the accessory port cover was missing, and the device data identified additional unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. No repair was performed. The device will be scrapped as per customer request.